Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states chair stops but the seating still works. He states mk4 electronics with a peachtree and labac system. MDR filed.